Event description:
Defective cpu board. Device history record was reviewed, no event linked to the reported issue was observed. Device log history was reviewed and confirmed the event as described in the complaint. Following the event cpu board was received for investigation. Two causes could be at the origin of the reported event : 1/ device being partially configured in production. 2/ device was configured using agilia partner software and user forgot to disconnect the device correctly. Following the log analysis, the first event corresponds to the customer complaint (although the device was sold to the customer four months earlier). Tests were carried out on cpu board and it confirmed that the cpu board was defective, likely due to an error occuring during configuration in production. The event is confirmed.

Event description:
Defective cpu board.